Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. Customer stated their blood glucose was high. The customer could not recall any significant events leading to the alarm. It was found the customer was out in extreme heat prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.